Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported that the abnormal light indication with no pump activity and delayed drug delivery was not identified during the customer call. The case escalated to dchu. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a light was on as if the large volume pump module was running, however it was not doing anything, and the drug delivery was allegedly delayed. There was patient involvement, but the impact is unknown.